Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. The next event was on (B)(6) 2010, when the device failed a self-test. The user was alerted by an audible beep and a flashing red led status indicator. There was no fault found with the returned pad or pad-pak but the low battery warning was delivered due to the pad-pak being depleted so that the battery mgmt system was triggered. This can be triggered by a number of conditions one being inadequate storage conditions. The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically.